Event description:
Istent inject: malfunction/defective product. The md pressed the trigger button 3x already and the stent still doesn't get released. Rep was in the room, noted and sequestered the defective product, materials mgr notified; gave a new product to the surgeon. No pt harm identified. FDA safety report ID# (B)(4).